Event description:
Report received from the USA stating the device had "damage to the housing top plastic cover." The device was left in the equipment room with an unsigned note stating that it needed repair. It was unknown to the reporter whether or not the device was used in surgery or if there were injuries involved. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the foot control port and housing were found to be broken off. This is most likely due to improper handling. The event was confirmed. If additional information is received, a supplemental report will be sent.